Event description:
It was reported, the patient is experiencing ineffective stimulation from his scs system. An sjm representative met with the patient for reprogramming, and system diagnostics revealed that several of the patient's lead contacts had high or invalid impedance readings. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient continued to have impedance issues with his scs lead. Surgical intervention took place on (B)(6) 2015, and intra-operative testing yielded the same results. The patient's physician elected to leave the patient's lead in place as some stimulation was able to be achieved. Effective stimulation was able to be established through postoperative programming. The issue has reportedly resolved.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient met with an sjm representative for reprogramming but was unable to achieve stimulation as effective as it had been previously. The patient's physician does not wish to move forward with a lead revision at this time, however surgical intervention may be undertaken at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.